Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed they could continue using the pump and advised to call back if any issues returned.